Event description:
It was reported that (2) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the hp052 emitted a steady tone on both thick and thin tissue, also when using an lcsc5. The surgeon changed to bipolar to complete the case. There was no consequence to the pt.